Event description:
Senseonics was made aware of an incident where the customer experienced a false hypoglycemia event on (B)(6) 2023 at 11 am. The customer reported that sensor glucose (sg) was 47 mg/dl where as the measured blood glucose (bg) value was 107 mg/dl. The customer complained of getting a low glucose alert even though there was no actual hypoglycemia event. The customer did not have to take any remedial action.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user-synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigation analysis, the reported sensor inaccuracy could not be confirmed since there was no blood glucose (bg) entry on dms at the time of event. The sensor glucose (sg) was 58 mg/dl at 10:58 am and 54 mg/dl at 11:03 am, and the system asserted low glucose alerts since the sg values were below the low glucose alert setting. The customer had the sensor inserted on (B)(6) 2023, and the reported event occurred on day 7 after the insertion, which is within the early wear period. During the early wear period, there could be some variability in the sensor glucose readings as the sensor stabilizes while the insertion site is healing. The IFU suggests user to make treatment decisions using blood glucose (bg) meter during the early wear period and until they are confident with cgm values. Further analysis on the sensor data showed that the sensor has since stabilized and the system performance is within expectations with better agreement between sensor readings and calibration entries. The customer has not complained of any further sensor accuracy issues and is currently using the system with up to date glucose information. No device evaluation or additional investigation was found necessary for this complaint.